Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a patient experiencing lightheadedness presented to the clinic. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on 09/25/13.

Manufacturer narrative:
Analysis confirmed normal battery depletion.